Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navon stent graft system was implanted in a patient for the endovascular treatment of a 60mm abdominal thoracic aneurysm. It was reported that during the index procedure the navion stent graft vnmc3737c182 was inadvertently deployed across the paravisceral segment. Conversion to open abdominal repair was carried out and the device was removed surgically, and an additional piece was placed. It was reported that the patient experienced occlusion of the renal arteries, celiac and sma after the case and expired the next day due to the complications. It was confirmed that the occlusion was due to the graft being placed over the paravisceral segment and that the graft was related to the occlusion. It was reported that the graft did what it is supposed to do (exclude flow outside the graft) but the placement and position of the graft was across those vessels. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is expired.